Event description:
It was reported that a vns pt underwent vns replacement surgery of both the generator and the lead. Info provided from an implant card and a company representative indicated the generator was explanted due to end of service eri=yes, while there was no indication for explanting the lead. At the moment, good faith attempts to obtain additional info from the treating neurologist have been unsuccessful to date. Furthermore, info from the area representative indicated the explanting surgeon generally explants the pt's leads due to longevity. Received additional but still incomplete programming history from the physician's office with which a blc was performed that revealed 2.11 yrs remaining. A margin of error calculation was completed for the pt's battery life estimation which was 20%. This result is within the 25%, therefore, the battery was most likely at end of service as reported by the tc and physician. Furthermore, the eri flag was reportedly set to yes which is more reliable than a blc. The explanted generator and lead were returned to the MFR and underwent product analysis. Analysis of the returned generator revealed the generator performed according to functional specifications. Furthermore, product analysis of the returned lead revealed that during the visual analysis of the returned 58mm portion, the 1st and 2nd quadfilar coils appeared to be broken. Scanning electron microscopy was performed and identified the areas on both of the quadfilar coils as having evidence of a stress induced fracture (torsional appearance) with mechanical damage, no pitting and additional secondary break lines. Appearances of the primary and secondary breaks (in sem images) suggest explant manipulation as a cause for the observed discontinuities. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.